Manufacturer narrative:
B3 event date was updated from april 13, 2023 to april 14, 2023. The philips remote service engineer (rse) spoke to the customer regarding this issue and captured logfiles for review. The log files were provided to a philips product support engineer (pse) for review. The complaint was escalated for technical investigation and the results indicate that it is unlikely a malfunction occurred however are inconclusive due to a lack of availability of the complete data set. The pse confirmed that the picix is on software revision rev. B.02.12 which has limited logging capabilities. The files provided by the rse did not include audit logs. The pse states that although the alerts are noted they are unable to confirm the alerts by the picix technical logs only. The pse additionally reviewed the device wave strips and comments from the rse and concluded that from the alert wave strips, and the investigation done by the rse, there was a pause alert and hr (heart rate) too low alerts at time under suspicion. Another pse reviewed the data and stated that per the log analysis it appears the system properly announced the pause alarm on (B)(6) 2023 at 06:49. The pse further states that pause alarms are always yellow for this situation and the customer may have the wrong expectation of device usage only. The investigation was inconclusive; however, no failure was identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported on (B)(6) 2023, a yellow pause alarm arrhythmia didn't alarm at central station piic I x. The customer expected a red alarm for ¿pause alarm¿. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The philips remote service engineer (rse) reviewed the ECG logs and stated the heartbeat break is a yellow alarm and to get an alarm, it must have no heartbeat during a period greater than pause threshold that is 2 seconds in the customer configuration.